Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed. Performed investigation. All results were within the range specification and no errors were observed during control solution testing. Downloaded glucose log. Compared downloaded log with the glucose history in the meter. Did not observe incorrect data in memory. However, due to the serious nature of the adverse event, a report will be filed.

Event description:
Customer's mother reported two separate incidents with the same meter involving "sugar that is jumpingg all around". In 2007 customer's "glucose went to 53 (mg/dl) and she passed out". She was "treated with glucose". One day later, "she fell to the floor" and again was "treated with glucose". Additional readings reported: 201, 38, 76, 39, 49, 72, 391, 240, 360, 376. It should be noted the readings were not done within 10 minutes of each other and she reports eating in between the readings.